Event description:
A malfunction was reported, but there was no notable event prior to it. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support provided assistance to reset the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reoccurred.